Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a button error that they are unable to clear. The customer's blood glucose value at the time of incident was 16.1 mmol/l. The patient treated the diabetes with a back-up pump. The insulin pump was returned for analysis and a replacement device was sent to the customer.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.